Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and an increase in pacing impedance was noted on the right atrial (ra) lead. The physician suspected ra lead damage associated with clavicular crush, however, diagnostic imaging was performed and no anomalies were observed on the ra lead. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.